Event description:
It was reported that a pt underwent an anterior pelvic floor prolapse procedure on an unk date. During dissection and mesh placement, deep pelvic bleeding in excess of 1000ml occurred. The bleeding site was repaired with suture and the pt reached hemostasis. The pt was sent to the intensive care unit for hypovolemic treatment.

Manufacturer narrative:
(B)(4). Unspecified treatment of volemia. Bleeding occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.